Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer stated that an infusion line with hyperalimentation(hal)18.6 and lipids 2.4 (il) leaked at the maxzero connected to the first lumen of the PICC during administration. There was no patient harm.

Event description:
The customer stated that an infusion line with hyperalimentation (hal) 18.6 (presumed to be ml/hr) and lipids 2.4 (il, presumed to mean ml/hr) leaked at the maxzero connected to the first lumen of the PICC during administration. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero was confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. During pressure testing a leak was observed from two of the maxzero ports. Closer inspection of the maxzero under magnification showed a microchannel that was allowing fluid to leak out. The root cause of the microchannel was an equipment error during the inspection and testing process during final assembly of the maxzero component.